Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laser for stones. Complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Event description: both these two axh sheath was used during a procedure. 1. Outer piece spirrale. 2 kinked below. Additional information provided 15feb2022 via email from [name] non-conformance report: product kinked, broken, spiralled. Patient status: no patient injury. Type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that the sheath was dented. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event based on the evaluation of the returned unit and description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: laser for stones. Complaint 1 of 2: (B)(4) - MFR 2027111-2022-00467. Complaint 2 of 2: (B)(4) - MFR 2027111-2022-00468. Event description: both these two axh sheath was used during a procedure. 1. Outer piece spirrale. 2 kinked below. Additional information provided 15feb2022 via email from [name] non-conformance report: product kinked, broken, spiralled. Additional information received from distributor via email on 10-mar-2022: no pictures were taken before the devices were sent to the manufacturer. Both access sheaths kinked during removal and one spiralled off during the procedure, as you can see in the returned product. Two other access sheaths were used and worked perfectly. Patient status: no patient injury. Type of intervention: two other access sheaths were used and worked perfectly.